Event description:
It was reported that the pulse generator exhibited failed capture and sensing, and backup operation due to a prematurely depleted battery. The device was explanted and replaced.

Manufacturer narrative:
Backup vvi status report showed multiple bits flipped. The pulse generator must have been downloaded in the field, because as received at sylmar, it was not in backup mode. Analysis found the device performing within normal electrical characteristics, with the minimum battery voltage observed during testing at 2.73 v.